Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 400 mg/dl in past event. Customer¿s current blood glucose level 170 mg/dl. Customer stated that the another blood glucose level was 369 mg/dl. The customer treated with the insulin pump and manual injection. Troubleshooting was performed for infusion set change and high pressure test was pass. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.